Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on june 15, 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be detached normally. It was noted that the device was forcibly pulled out, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was returned with its arms opened. The control wire was completely disconnected from the handle and the catheter was kinked. It was noted that the device was returned without its over-sheath. Microscope examination was performed, and the control wire appeared that it was not inserted properly in the handle indicating the clip did not release from the catheter during the procedure. It was also observed that the clip wings were not inside of the capsule windows, indicating that no activations had been performed. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be detached normally. It was noted that the device was forcibly pulled out, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.